Manufacturer narrative:
Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
During tka surgery (triathlon), the surgeon tried insert the tibial insert to tibial tray. However, about 1 mm of gap was seen between the tibial insert and tibial tray(all circumferences). Therefore the surgeon changed the tibial insert to 13mm insert. The result was same. The surgery has been completed in the gap state of the 1mm between the insert and tray.

Manufacturer narrative:
An event regarding a seating height issue involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: visual inspection was completed on the returned device. The damage noted is consistent with a device that was seated upon the baseplate and subsequently removed. Dimensional and functional inspections were not completed as the device was returned damaged as well as autoclaved which would have distorted the dimensions and functionality of the device. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the reported event is in relation to a 1mm gap present after seating the insert upon the baseplate. A gap between the insert and the baseplate all around the circumference does exist by design. Visual inspection identified explantation damage on the returned device but otherwise the device was unremarkable. Dimensional and functional inspections were not possible as the device was returned damaged and also autoclaved which would have distorted the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During tka surgery (triathlon), the surgeon tried insert the tibial insert to tibial tray. However, about 1 mm of gap was seen between the tibial insert and tibial tray(all circumferences). Therefore the surgeon changed the tibial insert to 13mm insert. The result was same. The surgery has been completed in the gap state of the 1mm between the insert and tray.

Manufacturer narrative:
The device was not returned for evaluation. An event regarding a seating/locking issue involving a triathlon insert was reported. The event was not confirmed. Conclusions: the reported event is in relation to a 1mm gap present after seating the insert upon the baseplate. A gap between the insert and the baseplate all around the circumference does exist by design however the exact cause of the event could not be determined because insufficient information was provided. Further information such as product details and returned of the device are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded that seating/locking difficulties may arise from user-related issues associated with the preparation of the joint space prior to the attempted seating and with the technique required to correctly introduce the insert component to the baseplate. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Not returned.

Event description:
During tka surgery (triathlon), the surgeon tried insert the tibial insert to tibial tray. However, about 1 mm of gap was seen between the tibial insert and tibial tray(all circumferences). Therefore the surgeon changed the tibial insert to 13mm insert. The result was same. The surgery has been completed in the gap state of the 1mm between the insert and tray.